Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. The reported problem was resolved after instructions were given to the user facility by an olympus field representative to wipe the connectors on the paddle connector with an alcohol wipe. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was a temporary communications failure because foreign material was adhered to the connector pin. As stated in the instructions for use, as a preventive measure: "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus that an "e226," scope communication error was generated. The problem, as reported to olympus, was first identified on preparation for use. The intended procedure was completed using another hd camera head, model ch-s190-08-lb. There was no patient injury, associated with the problem, reported to olympus.